Event description:
Our company received additional information one week later that this right ventricular lead also displayed loss of capture. The lead was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
A new upgraded system was successfully implanted. The abandoned lead will not be returned for analysis therefore boston scientific crm cannot confirm this clinical observation. This report will be reopened if additional information becomes available.

Manufacturer narrative:
In unipolar configuration the lead impedance and threshold measurements were acceptable. It was reported that the lead and device will be replaced. As of today, the lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that during a follow-up visit, it was noted that this right ventricular lead triggered the lead safety switch feature. The lead displayed an impedance measurement greater than 2000 ohms and noise. A lead fracture was suspected. No adverse patient effects were reported.